Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with debris on the lens. Visual inspection found no visible damage to the lens and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -9.50 diopter implantable collamer lens was implanted upside down into the patients right eye (od) on (B)(6) 2020. The lens was removed and replaced within the same surgery and the problem resolved.